Event description:
A pt received her first treatment on 8/7/96 into the periorbitral areas, vertical lines above the upper lip and the corners of the mouth. On approx 8/19/96, the pt developed swelling and itching at the collagen treatment sites on the left side of her face. She was seen on by the physician 8/27/96 with symptoms present; he diagnosed a hypersensitivity and prescribe oral benadryl.